Event description:
This case was reported by a consumer and described the occurrence of loss of strength in a (B)(6) male patient who received super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medications included polymyxin plus bacitracin (polysporin). Also co-suspect is (B)(6) which contained zinc. On an unknown date(s), the patient started super poligrip, polysporin and (B)(6). At an unknown time, after starting super poligrip, polysporin and (B)(6), the patient experienced loss of strength, inability to move legs, stumbling, falling, "lack of balance", instability and numb feet. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. It is not known whether polysporin and (B)(6) were discontinued. At the time of reporting, the events were unresolved. Consumer reported that at the same time he used super poligrip he also used a polysporin that contained zinc and he is not sure if it was the super poligrip or the polysporin that caused the events. Consumer also ate (B)(6) that included zinc.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).